Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "check for empty tubing or reservoir" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the pump was in use with a patient at the time of fault and that no injury occurred. One cadd®-solis vip infusion pump was returned for analysis. The lens was found to be damaged and the tamper seal was missing upon visual inspection. Multiple cassette not attached properly and check for empty tubing alarms were found to have occurred on the device history log. Sensory and functional testing was performed. Constant cassette not attached error occur and trace amounts of liquid were noted on the downstream occlusion sensor (dso). Also, inability to duplicate the empty tubing or air in line alarm. Based on the evidence, there is no root cause as the complaint was not confirmed.